Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 537 mg/dl, at the time of incidence. Customer reported that they took insulin shot. Customer reported that the insulin pump was beeping and customer had pressed bottom button still insulin did not came out. Insulin pump had insulin flow block alarm. Customer reported the result of prime that the insulin was exited. The cannula was bent. Customer did not want to troubleshoot for bent cannula. Customer reported some blood on the site. It was unknown whether the customer was using auto mode at the time of reported event. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.